Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2020-32732. It was reported the patient when the patient presented for an ipg replacement procedure on (B)(6) 2020, it was noted that the patient's lead was twisted. It was suspected that the patient may have been flipping the ipg in the pocket, causing the issue. As a result, the patient cut one of the lead wires, and plugged the port up.